Event description:
On 09/24/2007, abbott point of care was contacted by a customer who reported that ten days earlier, at 18:00 an I-stat cardiac troponin I cartridge yielded a result of 0.7 ng/ml. A second sample was drawn and tested at 18:21 using an I-stat cardiac troponin I cartridge yielding a result of 1.0 ng/ml. A third sample was drawn and tested at 22:46 on a laboratory system yielding a result of 0.023 ng/ml. The following day, at 12:40 an I-stat cardiac troponin I cartridge yielded a result of 1.32 ng/ml and the laboratory system yielded a result of 0.017 ng/ml.